Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with two 250cc mentor smooth round moderate profile saline breast prostheses and experienced bilateral deflation post-operatively. As a result, the patient underwent bilateral implant explantation on an undisclosed date. If clarifying information becomes available, a supplemental report will be submitted. This report is for the right side device.

Manufacturer narrative:
On january 27, 2022, mentor received additional information regarding the patient's information, date of event, and date of explant. The "patient identifier has been updated to (B)(6). The date of birth has been updated to (B)(6) 1981. The date of event has been updated to (B)(6) 2021. The device explantation date has been updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2022, the mentor failure analysis lab has received the device for evaluation. On march 27, 2022, the evaluation for the device was completed. The date of implant has been updated to (B)(6) 2006 as best estimate. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 250cc breast implant was found to have a tear on the anterior view, measuring 1.6 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).